Event description:
It was reported that during an unknown procedure, the hand activation knob min did not function. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 2/10/2009: information was not provided by the initial contact. Information anticipated, but unavailable at this time.